Event description:
The ICD presented with marked noise on the v channel that caused inappropriate shocks to be delivered. The noise is consistent with metal-fracture noise. Positional test initially attempted did not result in the noise. It was not determined which device contributed the noise. The lead and ICD were both explanted.